Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user new to the ilet experienced nocturnal hypoglycemia with cgm readings in the 60s, brief duration under 70 mg/dl, and received low glucose alerts that disrupted sleep; the user self-treated with oral glucose tablets and reported concerns about algorithm behavior and exercise-related insulin sensitivity. Symptoms included hypoglycemia without loss of consciousness or injury. Outcomes included temporary disruption to sleep without medical intervention, assistance, emergency care, or hospitalization. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed the cause of hypoglycemia was unclear. It was concluded that the event was non-serious and user managed, with guidance provided to discuss cgm targets and exercise strategies with a clinical resource. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.